Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed the brim cap was broken and the connector pins were bent. The root cause of the brim cap and the connector pins bent could be related to excessive force, however, this cannot be conclusively determined. A device history record evaluation was performed and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: cap (g04020) were selected as related to the broken brim cap issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: connector/coupler (g04034) were selected as related to bent connector pins. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified the brim cap was broken. It was initially reported by the customer that during the operation, the connector of the device could not connect to the port cable properly, which made them unable to connect. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported issue was not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9-oct-2023, the bwi pal revealed that a visual inspection of the returned device found identified the brim cap was broken. This finding was reviewed and assessed to be an MDR reportable malfunction.